Event description:
On 2016-06-14, additional information was received from a foreign manufacturer representative (rep). It was reported that the cause for the failure to advance the catheter past th12 and re-puncture was "related to the patient".

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n595179001, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a (B)(6) representative (rep) regarding a patient receiving gabalon (unknown dose and concentration) via an implantable pump for a head injury. On (B)(6) 2016, serous fluid retention/accumulation was observed in the back pocket region. On (B)(6) 2016, the accumulated serous fluid was drawn/drained. A contrast study was performed to check for any catheter trouble. No problems/abnormalities were found. There were no problems and the issue "has been monitored". The hcp provided comments reporting that while implanting the device, the hcp felt the tissue was weak and the purse-string/tobacco pouch suture was looser than usual, therefore, they suspected the possibility of a leak of cerebrospinal fluid (csf), although "it would be collection of serous fluid". It was further stated, "it cannot be determined at this moment/time, and is considered as collection of serous fluid". The possibility of catheter trouble was denied/ruled out as a result of the catheter contrast study/radiography. The issue would be monitored for a while. The causality with the surgical procedure could not be ruled out. Additional device related information was provided. During the implant procedure, the catheter could not be advanced further than th12 and puncturing was performed again. The reporter stated, "the catheter contrast radiography/contrast study might be conducted as the catheter trouble due to this was suspected, although the physician did no comment so. As for the surgical procedure, re-puncturing was performed following procedures and there was no problem."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.